Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to resmed. The investigation methods, results, and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed multiple occurrences of battery communications lost. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an electrical component failure on the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no harm or serious injury reported as a result of the incident.